Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. For clarification, the instrument was found with broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. Broken piece, approximately 0.51" x 0.10" was not returned. Material was missing. Blade damage may be detected by the generator with a solid tone or an error.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. Image review: a review of the submitted image confirms the customer's alleged complaint. The instrument has a piece detached.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument had errors reported and the clamp was cracked open. The customer used a spare instrument to continue with the procedure. No fragment fell into the patient. The procedure was completed with no reported injury.